Event description:
It was reported that the deep cone seal was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the 512ht sleeve was returned with the gasket torn. No conclusion could be reached as to what may have caused the gasket damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.